Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2015 and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door had failed to open and required maintenance. A field service engineer (fse) troubleshooted the problem with tower door 8 not functioning and was able to recover it but did notice that the latch sounded weak. The fse decided to adjust all the microswitches, wire harnesses, and connections. After completing the adjustments, the system was tested using the hardware testing application, and all doors worked properly without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door would not open and showed required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.